Event description:
The patient's catheter was broken; it was surgically repaired. No patient symptoms were reported; the patient stated that before surgery he felt wonderful. The type of medication, concentration, and daily dose being administered via the pump was not reported; manufacturer's device tracking system indicates morphine. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.